Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges became unseated from the pump when the customer attempted to remove the t:case. Reportedly, an alarm occurred indicating that a "cartridge must be changed". The customer stated that part of the touchscreen was difficult to push. The customer changed the cartridge as well as the infusion set to address the event. The customer reported in a follow up on (B)(6) 2017 that the blood glucose (bg) level was 250 mg/dl for the event and was as elevated as 450 mg/dl. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2017. However, the customer was not treated with insulin therapy in the ER as the bg level was lowering while wearing the pump. The customer was treated with fluids in the ER. The customer left the ER with a bg level of 150 mg/dl. For the bg level of 450 mg/dl, the customer was unsure if the t:case, pump, or supplies were the cause of the bg level.